Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the open spine clamp driver was damaged. The interior portion of the instrument spins freely and the end of the driver where it meets the screw can be pulled out. No patient was present at the time of the event.

Manufacturer narrative:
The spine clamp returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The shaft of the returned driver had been pulled free of the handle. Physical damaged was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the open spine clamp driver was damaged. The interior portion of the instrument spins freely and the end of the driver where it meets the screw can be pulled out. No patient was present at the time of the event.